Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, a review of the pump black box data and alarm history showed no cs 128-fxxx alarms had occurred. A visual inspection of the pump revealed battery compartment cracks above and below the bumper pad. There was corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. Current draws measured within specifications. The complaint of battery life or cs 128 issue was not duplicated during testing. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted a 128 replace battery code. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.